Manufacturer narrative:
The device is currently being returned to the resmed design house located in (B)(4) for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral device displayed a system fault (sf 189) error message indicating a loss of communication. This resulted in an alarm which notified the caregiver of the error message. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. Review of the device logs confirmed a single occurence of a system fault (sf 189) and unexpected restart. The reported faults could not be reproduced during in-house testing. The investigation determined that the device faults were most likely due to a software issue. Resmed risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported for this incident (B)(4).